Event description:
It is reported that upon opening the stem, it was noticed that the sterile plastic bag had been penetrated and the stem damaged the inner foam liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.